Manufacturer narrative:
H10 - related report numbers- (B)(4) and (B)(4) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage during medication filling. Another cassette was used. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.